Event description:
No new patient or event information.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Corrected information: d9, h3: the complaint device was not returned to the manufacturer for physical investigation. Event summary cook was informed of an incident involving a ngage nitinol stone extractor. It was reported that the user opened the package, advanced the handle, and found the basket could not be opened normally. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. Product not returned, but a picture of the distal end of the device was provided. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint device was not returned, but a picture of the distal end of the device and basket was provided. The picture showed a deformed basket. All 3 basket wires deformed, with the appearance that the wires had pulled free from the sheaths that hold them in place and create the proper basket shape. All devices are inspected for functionality and damage during manufacturing and quality control checks. The provided information stated the issue occurred before use of the device. The cause for the observed deformation could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. The complainant returned one ngage nitinol stone extractor. The device was returned in the shipping tray and shipping box. The device was returned with the handle in the closed position and the basket formation in the partially open position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measures 3.8 cm in length. The support sheath measured 4.4cm. The shrink wrap covers approximately 7mm of the basket formation. Functional testing determined the handle does not actuate the basket formation to a fullu open position. The returned device was found to have a basket that would not open correctly. The shrink tubing that covers the distal end of the basket sheath had moved distally, covering a portion of the basket, preventing the basket from opening. Baskets are tested multiple times for proper functioning during manufacturing and quality control checks. The movement of the shrink tube occurred after manufacturing. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported prior to an unknown procedure a ngage nitinol stone extractor was opened and found to not function normally. The user "advanced" the handle, but found the basket could not be opened normally. The procedure was completed using another new device. The product did not make patient contact and no adverse effects to the patient were reported due to this occurrence.